Manufacturer narrative:
(B)(4).

Event description:
It was reported the "the (anaesthesiologist & intensivist) from royal care hospital had encountered a problem when inserting the guidewire through the introducing needle and guidewire got stuck with the needle and the spring from the wire came separately for both the insertion." The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the "the (anaesthesiologist and intensivist) from (B)(6) hospital had encountered a problem when inserting the guidewire through the introducing needle and guidewire got stuck with the needle and the spring from the wire came separately for both the insertion." The patient's current condition is reported as "fine". Associated MDR number includes: 3006425876-2024-01133 and 3006425876-2024-01134.